Event description:
Procedure type: nephrectomy. According to the reporter: the endo gia reload locked over the renal vein. The surgeon reported hearing a slight crack from the hand piece and the stapler stopped firing half way along the reload. A second stapler and reload was used to cut the first reload off and complete transection of the renal vein. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).